Event description:
It was reported this was a venotomy closure of a left common femoral vein using the pre-close technique via a 9f sheath prior to a leadless pacemaker procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 23f and the procedure was completed. Reportedly while advancing the knot of the second pre-placed suture, a suture break occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.